Event description:
International customer reports that the needle tip broke during a c-section when the surgeon was pulling the needle through the tissue. Multiple x-ray studies were performed. No retained needle fragment was identified.

Manufacturer narrative:
Conclusion - user error contributed to the event. The customer reports pulling the needle through the tissue at the time of the event. This could only be done by grasping the tip of the needle. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point. The product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.